Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 4.00 x 38mm stent delivery system (sds) was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found stent damage to the distal stent strut rows 8 and 9, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured and was found within maximum crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of damage. Hypotube profile: a visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. Shaft polymer extrusion profile: a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13october2021. It was reported that the device could not cross the lesion. A synergy xd mr ous 4.00 x 38mm was selected for use to treat a severely tortuous and mildly calcifies lesion. The synergy xd mr ous 4.00 x 38mm could not pass through due to resistance. The procedure was completed with a different device. However, returned analysis revealed stent damage.